Manufacturer narrative:
In this case, the medical records received stated that approximately 1 year and 2 months post tavr the transcatheter heart valve was explanted due to severe thrombosis and severe patient prosthesis mismatch. The pathology report indicated that the excised sapien 3 valve had severe calcification and abundant bland thrombus. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Prosthetic valve thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event (thrombosis). With the information available, the exact cause of the thrombosis is unknown but may be related to patient factors (preexisting atrial fibrillation, history of sepsis, low ejection fraction). Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, per report the valve was under-expanded, which could obstruct the blood flow, leading to increased gradients due to reduce in valve eoa (effective orifice area). As such, available information suggests procedural factors (under-expanded valve) may have contributed to the reported patient-prosthesis mismatch. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo tissue processing to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, patient had history of diabetes and hyperlipidemia, which are the well-known risk factors for tissue calcification. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Device not returned to the manufacturer.

Event description:
It was reported by the edwards lifesciences implant patient registry that 1 year and 2 months post implant of a 9750tfx 23mm sapien 3 ultra transcatheter valve, implanted in a pre-existing surgical aortic valve, underwent an explant procedure due to unknown reasons. No additional details were provided.

Event description:
Per medical records received, approximately 1 year and 2 months post transcatheter aortic valve replacement valve in valve (23mm sapien 3 valve in surgical valve) the patient presented with worsening dyspnea and was found to have a severely stenotic bioprosthetic aortic valve. The patient had been admitted 5-months prior to this visit due to pneumonia with "blood stream infection" and concern the infection might have affected the heart. Per the physician, the transcatheter heart valve was "very under expanded 23mm s3 (measures 14-15mm)", with severe thrombosis and severe patient prosthesis mismatch. A CT scan performed reported the sapien 3 valve leaflets were "severely thickened diffusely, with at least mild restriction of leaflet motion. Difficult to tell if there are mobile components to the thickening, due to artifact associated with the metal struts of the valve. Leaflet thickening is more prominent than is typically seen due to halt. Appearance could reflect underlying or the sequelae of infective endocarditis. Clinical correlation is recommended." The patient was not interested in anti-coagulation treatment, and it was decided to explant the valves. The patient tolerated the explant procedure well. Per the discharge summary, the explanted valve pathology report indicated that the excised sapien 3 valve had late bacterial endocarditis and severe calcification. Additionally, the bovine tissue valve was noted to have abundant bland thrombus.

Manufacturer narrative:
Endocarditis of the valve was noted in medical records received. The causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (greater than 60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In this case, investigation results suggest late endocarditis may have contributed to the valve explant. Based on this finding, the event of endocarditis is not considered to be FDA reportable. The investigation is ongoing.